Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."